Event description:
It was learned that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately 6 years due to calcification. The surgeon had indicated they believe the patient has some type of metabolic condition that may have contributed to the calcification of the valve. No information to suggest a device quality deficiency causing this event.

Manufacturer narrative:
Method: x-ray. Evaluation summary: as received, approximately half of the sewing ring was cut off. The wireform was exposed at the inflow aspect, however, the above disruptions were most likely due to mechanical damage at the time of explant. The valve exhibited heavy calcification in the cusp area of all three leaflets. At the free margin of leaflet 2 at commissure 2, calcification was moderate. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, minimal to moderate host tissue overgrowth encroached onto the inflow and into the orifice at the greatest point by approximately 3-4mm. Thin layer of host tissue overgrowth was noted onto leaflet 3 at the outflow aspect. Host tissue was minimal to moderate at the stent inflow and the stent outflow. Investigation and conclusions: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple attempts to obtain operative reports, patient medical history and additional details, the healthcare provider has not released any additional information. Device evaluation indicates extensive calcification as the primary cause of this explant, in addition to host tissue overgrowth (pannus). Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The available information suggests nothing to indicate a quality deficiency during manufacturing that may have caused or contributed to this event.